Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 560 mg/dl at the time of the incident. The customer was at 368 mg/dl to 121 mg/dl at the time of the calls. The customer was given intravenous insulin to treat. The customer experienced symptoms such as dehydration. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported a blank display and failed battery alarms but they were using rechargeable batteries. Troubleshooting was not completed. The customer stated they have gastroparesis. The customer went into diabetic ketoacidosis 2 days prior to the call and got intravenous insulin. The insulin pump will be returned for analysis.